Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that in (B)(6) when the patient had his sns removed due to failure, a terminal lead portion was left behind due to fibrosis.